Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited error code 32149018. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem. It was determined that the dso/uso sensors was the root cause. The dso/usos were recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.